Manufacturer narrative:
An event of the occluder detaching prematurely was reported. A returned device assessment could not be performed as the device and was not returned for analysis. Field indicated locking system did not worked as intended before implanting the device which may have contributed to the reported event. Based on the received information, the cause of the reported incident could not be conclusively determined. As per instructions for use "do not use this device if the sterile package is open or damaged. Inspect all components before use. Do not use if the package or items appear to be damaged or defective."

Event description:
It was reported that 28mm amplatzer septal occluder was selected for an implant on (B)(6) 2023. Was selected for an implant. During the procedure, the device partially came out from the delivery catheter, the device embolized into left atrial side from delivery sheath. The patient was sent to emergency surgery to recover the device. It was alleged that the device screw locking system was not working well. Patient was reported as stable. Related manufacturer reference number: 2135147-2023-00475 related to the embolization of the 28mm amplatzer septal occluder.